Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 419 mg/dl at the time of the incident. Customer was treated with manual injections. Customer also reported no delivery alarm. Customer stated that they had tried all remedies. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.